Event description:
Medtronic received information that one year following the implant of this bioprosthetic transcatheter valve, a minor grade one stent fracture was noted during the follow-up visit. No treatment was given. The valve remains implanted.

Manufacturer narrative:
Additional information: medtronic received additional information that 37 months following the implant of this bioprosthetic valve, an increase in minor stent fractures was noted; 5 stent fractures were observed. It was reported that the fractures do not affect the performance or integrity of the device. No treatment or repair were prescribed. No other adverse patient effects were reported. The valve remains implanted. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: this bioprosthetic valve remains implanted and will not be returned for analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).